Event description:
Patient notifier was activated in response to hv lead impedance greater than 200 ohms for rv to can vector in 2008. The patient came back the following day and the impedance read 150 ohms. Four days later, the measurement was in range of 42 ohms. It was later reported that the device was explanted due to high hv lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The high voltage lead impedances were tested on the bench and were found to be normal. The device's header wires were x-ray inspected; no anomaly was seen. The device was tested on the electrical test system and was functional.